Manufacturer narrative:
The pump was received with a broken battery cap and a blank display. However, after the electronic boards were separated and reconnected, the pump powered on properly. The problem was isolated to the electronic stack. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. Unable to perform the functional testing due to the blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer stated that a new battery did not resolve the issue. The customer was advised to insert new aaa alkaline batteries and call back. The customer will be sent replacement battery cap. The insulin pump will be returned for analysis.